Manufacturer narrative:
Corrected information provided in sections b.2 and h.11. The initial decision to report was incorrect resulting in the initial report being submitted in error. The event ¿corneal erosion was due to the medical of the tested subjects and anterior chamber inflammation is a normal occurrence following cataract surgery.¿ hence this report of corneal abrasion and anterior chamber inflammation does not meet criteria for reporting based on applicable medical device regulations. No further reports will be scheduled under mfg report num: 2523835-2024-01883. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A literature article indicated that after cataract surgery the patients experienced maximal anterior chamber inflammation during the first postoperative week, which then started to decrease inflammation and temporary exacerbation of corneal erosion was also observed and the patient's had a prolonged recovery time.